Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2008, inratio: 0.8, lab: 2.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 0.8, lab: 2.5, mean: 1.65, confidence limits: 1.2-2.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are outside the confidence limits for inr testing. Product will be tested.